Event description:
Nurse reports that the ivig (intravenous immunoglobulin) pump (serial number: (B)(6); expiration date: not provided) would not work today for pt's infusion. Medication was hung using gravity and dial a flow tubing. No missed dose/interruption to therapy reported. No adverse event(s) reported due to device issue. Pharmacy to replace pump. Pump associated with event available for investigation pending return by pt. Return material sent to pt. Unknown if prescriber is aware. No further info. Indication: common variable immunodeficiency, unspecified.